Event description:
It was reported that the blade product subject to this MDR broke during a surgery. It was further reported that all broken pieces were recovered successfully. Patient injury was not reported as a result of this alleged issue.

Manufacturer narrative:
Device not received for evaluation as yet.